Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a planned/non-emergency treatment which was aborted, and it was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was failed to perform x-rays. The issue persisted after multiple reboots. The fse visited onsite and upon functional testing, the fse found that the 236vac power was missing. To resolve the reported issue, the fse replaced the fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer failed to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.